Event description:
The manufacturer received information alleging a ventilator's power supply issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and an open condition was found within the device's power cord. The device's power cord needs to be replaced to address the issue.